Event description:
It was reported that particulate matter (pm) was found in a continu-flo solution set spike. The pm was described as "blue residue". The event was identified upon packaging opening and after priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was particulate matter on the spike (blue residue). The reported condition was verified. The causer of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.